Event description:
It was reported that in the first 24 hours post implant the right ventricular (rv) lead had intermittent loss of capture and increased pacing threshold. Micro dislodgement was suspected with stable position on the chest x-ray. The pacing threshold improved by the one month post- operative visit and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429888 lead 2013 (B)(6). (B)(4).